Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was in backup (B)(6) mode alert was received via (B)(6) transmission. Further troubleshooting was recommended however, no further troubleshooting could be performed, and the (B)(6) state could not be confirmed with a manual transmission, as the patient had expired. The cause of death was unknown.

Manufacturer narrative:
Date of death - (B)(6) 2016.

Manufacturer narrative:
A partial lead with the connector pin measuring 14.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.